Event description:
While inspecting the proxy body, it was noticed that it no longer locked in the stem correctly and needs to be replaced.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: please refer to d9 product available to stryker. The reported event could be confirmed, since the instrument was returned and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of extensive usage as evident by multiple surface scratches and areas of discoloration. There is no bending to the proximal fins of the device. The fins do show significant scuffs, scratches and discoloration. The central capture pin is still present and appears in one piece. Due to the nature of the returned device a functional inspection was not possible since the central pin will not lower and will not engage with any mating parts. Based on investigation, the root cause was attributed to a combination of wear and abnormal use. The failure was caused by aggressive, frequent usage. If the capture pin was not completely retracted prior to disassembling from a mating trial component, the pin could break as noted in this complaint. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
While inspecting the proxy body, it was noticed that it no longer locked in the stem correctly and needs to be replaced.